Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an open-heart surgery, the patient received few hv shocks for ventricular fibrillation due to poor magnet placement. Interrogation of the device revealed that the right atrial lead exhibited undersensing. During post operation check, it was noted that the right atrial lead continued to exhibit undersensing and programming changes were made. Chest x-ray was performed and right atrial lead dislodgement was suspected. Few days later, intermittent p-wave sensing was noted. Device will be re-interrogated prior to discharge from the hospital. No further information is available at this time.